Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 34-year-old female patient who had essure (batch no. 20180238) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included sterilization, migraine, panic disorder, gastritis, breast feeding, cholelithiasis, atypical squamous cells of undetermined significance, intramedullary rod insertion, cholecystectomy, uterine dilation and curettage, abdominoplasty, uterine cervical metaplasia, chronic cervicitis, nabothian cyst, adenomyosis, dysmenorrhea and menorrhagia. Concomitant products included paracetamol (tylenol). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)") and fatigue ("fatigue"), 1 year 3 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("heavy abnormal bleeding"), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea and fatigue had resolved and the genital haemorrhage, abdominal pain lower, vulvovaginal pain, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: if you had your essure removed, did any of the injuries or symptoms you claim resulted from essure decrease or resolve following essure removal? Yes (unspecified).if you had your essure removed, did you retain the essure device or any portion of it? Yes. Discrepancy noted in date of removal date- (B)(6) 2017, (B)(6) 2017 patient requires hospitalization. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Bilateral occlusion. Pathology test - on (B)(6) 2017: -cervix with squamous metaplasia, chronic cervicitis, and nabothian cysts. Adenomyosis. Most recent follow-up information incorporated above includes: on 8-sep-2020: mr received: lot number, medical history, lab data, reporter information added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 34-year-old female patient who had essure (batch no. 20180238) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included female sterilization, migraine, panic disorder, gastritis, breast feeding, cholelithiasis, atypical squamous cells of undetermined significance, intramedullary rod insertion, cholecystectomy, uterine dilation and curettage, abdominoplasty, uterine cervical squamous metaplasia, chronic cervicitis, nabothian cyst, adenomyosis, dysmenorrhea and menorrhagia. Concomitant products included paracetamol (tylenol). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)") and fatigue ("fatigue"), 1 year 3 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("heavy abnormal bleeding"), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea and fatigue had resolved and the genital haemorrhage, abdominal pain lower, vulvovaginal pain, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: if you had your essure removed, did any of the injuries or symptoms you claim resulted from essure decrease or resolve following essure removal? Yes (unspecified).if you had your essure removed, did you retain the essure device or any portion of it? Yes. Discrepancy noted in date of removal date - (B)(6) 2017. Patient requires hospitalization. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Bilateral occlusion. Pathology test - on (B)(6) 2017: -cervix with squamous metaplasia, chronic cervicitis, and nabothian cysts. -adenomyosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-sep-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('heavy abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, dysmenorrhoea and fatigue outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: if you had your essure removed, did any of the injuries or symptoms you claim resulted from essure decrease or resolve following essure removal? Yes (unspecified).if you had your essure removed, did you retain the essure device or any portion of it? Yes. Most recent follow-up information incorporated above includes: on 20-may-2019: plaintiff fact sheet received : events: abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), fatigue were added. Reporter information was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ("pelvic pain"). In a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included: paracetamol (tylenol). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2012, the patient experienced, pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (abnormal bleeding ("vaginal")), menorrhagia (abnormal bleeding("menorrhagia")), dysmenorrhoea (dysmenorrhea ("cramping")). And fatigue ("fatigue"), 1 year, 3 months after insertion of essure. On an unknown date, the patient experienced, genital haemorrhage ("heavy abnormal bleeding"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea and fatigue had resolved. And the genital haemorrhage, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: if you had your essure removed, did any of the injuries or symptoms you claim resulted from essure decrease, or resolve following essure removal? Yes. (Unspecified). If you had your essure removed, did you retain the essure device or any portion of it? Yes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on an unknown date. Total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2020, pfs received: outcome for pelvic, abdominal pain, fatigue and cramping was updated to recovered/resolved. New reporter and concomitant drug added. Onset dates for events and lab data updated. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.